Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information, as the system passed the work order. Analysis of the software 9735585 stealth station cranial (unknown serial/lot #) found no failure. Per image analysis, the patient was not an ideal candidate for the 3 point tracer. Product event summary #s7 difficulty registering patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the surgeon had to abort navigation because he was unable to register the patient using 3 point tracer. The first point appeared on the patient's chin rather than on the tip of the nose. They reoriented the dot to the tip of the nose and tried to trace but the second dot was more superior than normal. Tracer registration then failed after tracer pattern was complete. This was performed on a scan that has been imported via pacs. The site then had the scan burned to a cd and tried to retrace twice with the same result. They then brought in another stealth, loaded the scan via cd, tried to trace but saw the same issues with the points and failed tracer. Ultimately the surgeon had to abort navigation because he was unable to successfully register the patient. There was no patient injury.